Manufacturer narrative:
(B)(4) file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the infant flow sipap alarmed e33 (unable to auto-zero pressure sensor). The customer confirmed that there is no patient involvement associated with this reported event.